Event description:
It has been reported to philips that the c-arm will not power on properly. The system gave an error of ¿warning: stand movements partly available¿. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the stand movements were only partially available. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue.the codes were updated based on the investigation outcome.